Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Ipg is no longer reportable due to the device meeting normal longevity requirements.

Event description:
Based on the information provided, the record is not reportable due to the device meeting normal longevity requirements.